Manufacturer narrative:
Batch reviews performed on 30 april 2026: gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2424474: (B)(4) items manufactured and released on 07-jan-2025. Expiration date: 2029-dec-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0006r gmk-sphere femoral component cemented - 6 (k121416) lot 2409100: (B)(4) items manufactured and released on 10-jun-2023. Expiration date: 2029-may-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.e0511fr gmk-sphere tibial insert e-cross - flex 5r - 11mm (k202022) lot 2424737: (B)(4) items manufactured and released on 15-oct-2024. Expiration date: 2029-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. At about 1 year and 1 month post primary the surgeon revised all components (tibial tray, liner, and femoral component) and implanted antibiotic spacers. The surgery was completed successfully.